Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received pump error alarm. The customer¿s blood glucose level was 190 mg/dl. Customer stated that the insulin pump was not exposed to a high magnetic field. Customer was able to clear the pump error alarm, however unable to rewind the insulin pump. Customer performed displacement test and it was passed. The insulin pump will not be returned for analysis.